Manufacturer narrative:
After further review, this event does not meet reporting guidelines as it would not likely cause or contribute to death or serious injury and it would not likely contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The results of the investigation concluded that the catheter displayed a ¿fiber optic signal out of range¿ error when connected to the tactisys quartz unit. The device did not meet specifications during a shaft leak test due to an adhesive failure, consistent with fluid ingress and a loss of force data during the procedure.

Event description:
This event is being reported based on the analysis of the returned device.